Event description:
It was reported that a patient underwent a sling procedure placed in the "u" position in 2008. Post-operatively in 2009, it was found that the patient had developed a perineal abscess. As a result, surgical intervention was required. The event is listed as resolved in the same month.

Manufacturer narrative:
Date sent to the FDA: 04/15/2009. Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.